Event description:
Converted bipolar component to total hip. On (B)(6) rep. Stated the medical reason for the conversion was because the patient complained of prolonged and persistent hip pain. The surgery took place on the right hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a uhr bipolar 28x49mm was reported. The event was not confirmed. Method and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the exact cause of the reported pain could not be determined. Based on the information provided there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Converted bipolar component to total hip. On 11/4 rep. Stated the medical reason for the conversion was because the patient complained of prolonged and persistent hip pain. The surgery took place on the right hip.